Event description:
Sudden death occurring 48 hours after cardiac catheterization and device closure of large atrial septal defect and 24 hours after hospital discharge. Pt woke up feeling well, was sitting doing homework when they began to complain of chest discomfort and difficulty breathing. Family member phoned cardiology office for advice. While being helped to the car they collapsed; family member began mouth-to-mouth breathing and temporarily revived them. 911 was called and arrived within 10 minutes of the call. Emt found the pt pulseless and unresponsive. CPR was initiated and pt transported to nearest e.r. Resuscitative efforts were continued for 20-30 minutes. Time of first phone call was 10:50 am, time of death 11:41 am. Preliminary autopsy showed no evidence of pulmonary embolus, device malposition or embolization, coronary artery embolization or disease, vascular perforation, obstructive intracardiac thrombus. Fresh blood was found in the pericardial space and left pleural space. Contusions were found in the thymus and anterior ascending aorta presumed related to the CPR.